Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿ruptured silicone implant¿. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b5, b6, d3, g1, h6.

Event description:
Later healthcare professional reported ¿partial calcifications¿ and ¿finding to suggest capsular rupture¿.